Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The lot number is unknown.

Event description:
It was reported by the affiliate via complaint submission tool that during an unknown procedure the 2 times the truespan 12 degree peek was not able to work well, it was not possible to shoot the back stops with handle, and it looked like the mechanism or the needle was broken. No patient consequence and no surgical delay was reported. No additional information was provided. It was later reported by the affiliate that the devices were sent in for evaluation.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: additional information: investigation summary ==> the device was received and inspected. Upon squeezing trigger, it was noticed that the trigger was jammed. When trigger was squeezed second times, the trigger got free. The trigger handle is shaking as if it was missing an inner component that holds it in place or has a broken inner component. It seems like the handle's internal component was broken which caused trigger to be loose. The complaint can be confirmed. No structural anomalies were observed. A manufacturing record evaluation could not be performed since lot number is unknown. Based on given the information provided we cannot discern a definitive root cause for the reported failure. At this point, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history review ==> a manufacturing record evaluation could not be performed since lot number is unknown.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: additional information: b5: subsequent follow-up with the customer, additional information was received. It was reported that the case was completed with same like device. It was reported that an alternative product was readily available. It was reported that the event date was unknown. It was reported that the lot number was unknown.